Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The manufacturing process includes 100% inflation testing each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. For this returned device, it was found that it was not possible to inflate the cuff as it leaked badly, and the source of the leak was a tear in the cuff. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. H10 updated.

Event description:
It was reported that a clinician did a pre-insertion check of cuff and it was found that the cuff failed under inflated pressure. There was no patient involvement.

Manufacturer narrative:
E1: phone number: (B)(6). G4: 510k is unknown. No product information has been provided. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.